Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level in the 400s mg/dl and a correction bolus was delivered to address the bg level. The customer was admitted to the hospital for a high bg and mild diabetic ketoacidosis (dka). The customer was treated with saline and morphine. The bg and dka were resolved. The customer was discharged the next day. The cause of the high bg was not known and the customer was to speak to a clinical diabetes specialist about the event.